Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross access solution kit was selected for use for a watchman procedure. During the procedure, the physician mentioned that the mechanical guidewire became stuck in the versacross dilator. The devices were then removed together from the patient and replaced. Procedure was completed successfully. No patient complications were reported. Product is not expected to return for analysis. The mechanical guidewire was exposed to the patient when the issue occurred. No damage noted on the guidewire prior to use, although the guidewire was noted to be kinked when it was removed from the patient.